Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 2.4 mmol/l at the time of incident. No significant events leading to button error were observed. Button error troubleshooting was performed and confirmed that time is advancing. Customer had a low blood glucose of 2.4 mmol/l and no form of treatment was reported and no troubleshooting was performed. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Device was received with intermittent up arrow button response due to corroded keypad traces. Keypad connector was fully locked. No button error alarm noted during testing.